Event description:
It was reported that a primary set, piggyback with backcheck valve, 2 clave y-sites, 0.2 micron filter, secure lock, 100 inch generated a leak during patient use. Upon using the set, found some were defective, resulting in inadequate quantity to use." Quantity affected are 15 and it is unknown if it is available for return. The customer also stated that it is a product quality complaint, manufacturing-related and not an adverse event. A sample picture is not provided since they already disposed of the defective intravenous (IV) sets. The reporter/user is willing to be further contacted. There was no harm to the patient reported.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of leakage could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.